Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a sacroiliac and thoracolumbar procedure. It was reported that two drill bits were wobbly in the drill guide. The representative was performing a test of the drill bits to see if he could recreate the issue. It was further noted that they tested both 2.4 drill bits out of the udg trays. It was confirmed that they were bent and will need a replacement for both trays. There was a delay to the procedure of less than one hour. There was no reported impact on patient outcome.